Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an li61aor intraocular lens. As the surgeon noted the lens was not properly supported in the capsular bag, intervention was performed in order to enlarge the incision and remove the lens. An anterior chamber lens was implanted successfully.